Event description:
The customer reported that on (B)(6) 2012 erroneous low follicle-stimulating hormone (fsh), myoglobin, prostate specific antigen (psa), and thyroid stimulating hormone (tsh) results were generated from an unicel dxc 600i synchron access clinical system for seven patients. A unicel closed tube aliquotter (ucta) aliquot probe failure was identified as the causal agent of the event. The failure was noted due to failing chemistry quality control results. Prior to the event, quality control results recovered acceptably. Beckman coulter inc assessment of customer supplied data indicated that repeat testing on another instrument generated higher results which were considered valid. Corrected reports were issued. Other chemistries were run on some of these samples but not repeated and hence were not considered to be erroneous. The initial suspect results were reported outside of the laboratory; however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to the event. The samples were venous collections into an aliquot vessel, and were fresh when tested. No additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched on (B)(6) 2012 to the site for this event. The field service engineer (fse) found the probe to be dripping, so the probe wash valve and the obstruction detection bead were replaced. Additionally the crane probe tube, probe wash valve, wash station assembly, syringe, single hall sensor board assembly, and sample probe were replaced. The fse executed a ucta carryover test which generated acceptable results. The instrument was returned back into operation after the completion of necessary and verified repairs. The specific cause of the event is not known.